Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified while based on the analysis, the alleged battery issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently ran out of insulin. Reportedly, the customer fell and as a result the pump touch screen became cracked and unreadable and cut the hand. Customer was taken to the emergency room and subsequently hospitalized due to blood glucose (bg) level of 672 mg/dl, fever and hives. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.